Event description:
Nine year old was using the cafhelp tongue cleaner according to directions when the metal failed, split open, and attached the device to his tongue. An adult was required to extract the scraper off his tongue. Tongue was not pierced. Child was traumatized until the adult removed it from the tongue. Purchased through amazon.